Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus element, mr, ous 3.50 x 28 mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and it was noted that the distal balloon cone was damaged and there were no issues noted with the proximal balloon cone. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues with the extrusion shaft. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The severely stenosed target lesion was located in the right coronary artery (rca). A 3.50x28mm promus element drug-eluting stent was advanced for treatment. However, when the stent reached the distal part of the rca the stent could not cross the lesion. When the device was removed, it was noted that the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The severely stenosed target lesion was located in the right coronary artery (rca). A 3.50x28mm promus element drug-eluting stent was advanced for treatment. However, when the stent reached the distal part of the rca the stent could not cross the lesion. When the device was removed, it was noted that the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.